Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage / defect reflux, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve is not operating within the acceptable tolerance in the vertical position. Internal inspection: after dismantling of the valve, deposits were found inside. Result in advance, we would like to point out that the product sent in was not submerged in liquid at the time of delivery. The testing of dry valves is only of limited value. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Nevertheless, we have examined the valve. According to the results of the investigation, a reduced outflow was detected. The visible deposits led to the functional deviation. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
The adverse event is filed under aic reference: (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant a mininav valve 10 "part#: fv660t" was implanted on an unspecified date. Reportedly the valve was taken out of the patient because "the arrow was pointed distally."